Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: only event year known: 2010. D4: batch # unk. H4: health effect - clinical code (gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a 44 yo female patient with history of rectal bleeding and rectal cancer (stage 1 carcinoma). Colonoscopy revealed a ¿large villous- appearing mass¿ and so a low anterior resection was undertaken. During the procedure, surgeon divided the sigmoid mesentery and transected the bowel with a ¿gia stapler.¿ the surgeon then attempted to place a ¿contour stapler,¿ but could not advance the stapler around the bowel due to the patient¿s anatomy. Therefore, a ¿ta-45 stapler¿ was placed and fired to resect the bowel; however, surgeon noted later during the procedure the rectal wall appeared open. Surgeon utilized another ta-45 firing to close the rectum. A ¿29 mm eea stapler¿ was fired to complete the anastomosis and surgeon noted stapler was easily extracted, proximal and distal donuts were ¿perfectly intact,¿ with no tension on the anastomosis and a leak test was negative. Drains were placed and patient did well postoperatively resulting in removal of drains and discharge on post op day 4. Two days later, patient presented back to hospital with abdominal pain, nausea, and vomiting patient advised there was a domestic situation and her boyfriend would not allow her to eat or drink and took her medications requiring her to leave the house to contact the hospital. Patient was tachycardic on arrival and a gastrografin enema revealed evidence of anastomotic leak and so patient underwent exploratory laparotomy, during which the surgeon noted a 1 cm anastomotic disruption in the posterior aspect. The surgeon reinforced this area with suture and noted the anastomosis was ¿perfectly intact;¿ however, surgeon elected to place a loop ileostomy. Following the procedure, intraoperative cultures returned positive for an infection requiring antibiotics, pleural fluid, an ileus, and a thrombus in the right axillary and brachial vein. The patient was discharged 13 days later after a gastrografin enema revealed no evidence of leak. The patient had her ileostomy reversed 5 months later with no complications.